Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for five pts. The initial erroneously elevated results were reported outside the lab. The pt samples were retested on a different instrument and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 to investigate the event. The fse performed high sensitivity (hs) system check, system check, and a 50 point precision run which all met specifications. The fse also replaced the aspirate probe tubing as a precaution. The fse verified the repair per established procedure and results met published performance specifications. Although the fse replaced the aspirate probe, a definitive root cause could not be determined for this event. This is 2 of 2 separate MDR reports related to 5 pt events associated with a single malfunction report on different days. Ref MDR no: 2122870-2011-02804 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 thru (B)(4), 2010 for add'l reportable events.